Manufacturer narrative:
(B)(4). No sample was available.

Event description:
A customer contacted baxter's global technical service center to report alarms with the homechoice (hc) machine during drain 1 of 4. The home patient (hp) stated that she disconnected herself intentionally to turn the heater on and when she reconnected herself, she did not connect the line correctly and stated that she saw air in the patient line. The technical service representative (tsr) explained the alarms and had the hp cycle the power 2 times to clear them. The tsr explained that the hp would need to start over with new supplies or finish using manual supplies. The hp stated that she wanted to end therapy because, she could not lift the bags by herself and the girl who set up the hc was gone. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened and inform her of missed therapy. The hp understood the explanations, cleared the alarms, and will call the rn. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated that she does not remember anything regarding the event. The hp stated that she has been doing fine relating to therapy and has been able to continue therapy on the cycler as usual. Product surveillance spoke with the peritoneal dialysis (pd) rn on (B)(4) 2010. The pd rn stated that she was not aware of the incident. The pd rn stated that the hp knows the proper disconnection/re-connection techniques and was probably just sleepy and screwed it on wrong. This medical device report (MDR) is against the transfer set for the loose or separated connection.